Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) reading was "high"; specific value was not known. Customer administered a bolus via the pump, performed supply changes, and administered a manual injection in attempt to address bg. Customer went to the emergency room on (B)(6) 2024 with high ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and medication for "low blood pressure" (specific medication and cause was not known) and was discharged 3 days later with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.